Event description:
The manufacturer received information alleging a ventilator was alarming for service required. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's interface board was replaced to address the issue.